Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient felt it was hot pocket, jabbing and got shocked from it. The patient will undergo a pocket revision and ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient felt it was hot pocket, jabbing and got shocked from it. The patient will undergo a pocket revision and ipg replacement procedure.

Manufacturer narrative:
Sc-1200 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient felt it was hot pocket, jabbing and got shocked from it. The patient will undergo a pocket revision and ipg replacement procedure.